Event description:
Technician alleged that the bed had no brakes or steering.

Manufacturer narrative:
Technician replaced the four brake casters, the IV pole, two gap stops, the head and foot cylinders and the steering to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.